Event description:
During the device evaluation, it was found, that a lamp b error occurred. This report is being submitted, for the loss of image and lamp b error.

Manufacturer narrative:
Correction h10: the reported event of no image was not preproduced, during evaluation. Correction to b5: the information included in this field, was inadvertently omitted from the initial medwatch report. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and correction to b5 and h10 of the initial medwatch. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and because, the phenomenon was not duplicated, during device evaluation, the root cause of the phenomenon could not be identified. Lamp b error occurred, due to the lamp being broken. The cause of the broken lamp could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation of no image was confirmed,. There were few additional findings. Lamp b error occurred due to damage of lamp b. The date, time, and settings are reset because the battery is dead. The video connector contact had corrosion. The output connector (light guide connector) is worn out, causing the connection to rattle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system displayed no image. The event was identified during inspection for use for a diagnostic procedure. There was no report of patient or user harm associated with the event.